Manufacturer narrative:
Balt USA internal reference: (B)(4) (f220701373). Two manufacturing lots were discovered in-house to have the incorrect dimension d listed on the product labeling. For these two manufacturing lots (f220701373 and f220701428), the dimension d indicates the size "3cm", however the correct dimension for this prestige model pres0103cxppl should indicate "1mm". The dimension d indicated on the prestige coil system labeling references the first loop diameter of the implant coil. The nominal loop (dimension a) and the straight coil length (dimension b) are correct on all of the affected product labels. A notice will be issued to the user facilities who have received the affected units for their awareness of the incorrect unit of measure and size indicated for the first loop diameter. Corrective action for the issue discovered in-house is being taken under balt USA reference (B)(4).

Event description:
On (B)(6) 2023 it was discovered that the retain label within the lhr of a lot undergoing qc inspection called out the incorrect dimension under dimension d on the prestige coil system label. Dimension d is the measurement of the first loop diameter. Dimension d should state 1 mm for model pres0103cxppl, however it states 3cm. Following this discovery at qc, build records were reviewed since the point at which the error in the labeling database would have been active and there were 2 lots identified to have been built and released (lot #f220701373 ((B)(4) units) and lot #f220701428 ((B)(4) units)) with the same discrepancy.